Event description:
The patient was requiring an increase in blood pressure requirements. When I increased the dose the patient's blood pressure would start to increase and then the blood pressure would slowly decrease. I started a second pressor which was already ordered, and the blood pressure started to increase but would slowly decrease. I traced my IV line to the IV pump to check for any kinks and noticed the drip chamber was not dripping medication. I immediately changed the medication bag, IV tubing, and IV pump. Baxter IV pump malfunctioned.